Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous intervention treating the left anterior descending (lad) coronary artery. During removal of the 2.5x12mm trek dilatation catheter, the middle shaft separated while in the guide catheter. All was removed from the patients anatomy. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device status changed from discarded to returned. Evaluation summary: visual and dimensional were performed on the returned device. The reported separation was confirmed; however, the reported failure to cross and difficulty to remove could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, additional information was received: the 2.5 x 12 mm trek dilatation catheter met resistance once at the lesion site. Following, the shaft separated while removing the device in the guide catheter.